Event description:
It was reported that the patient presented at the clinic with their implantable cardioverter defibrillator (ICD) exhibiting under-sensing issues. The clinic was experiencing difficulty obtaining good morphology scores when using the rv coil and rv tip to can configurations. Programming changes were made. There were no patient consequences.